Manufacturer narrative:
An MRI tech from a breast imaging center called for medical information (MRI compatibility) and additionally reported an adverse event for a patient involving a palmaz genesis stent delivery system. While performing a history and physical of the patient, the patient mentioned a history of abdominal symptoms described as constipation and abdominal pain. As a result a CT angiogram was performed and diagnosed a palmaz genesis stent migration. There is no information available as to when the device was implanted. There is no information as to when the stent migration occurred. There is no information as to where the device migrated in the patient¿s anatomy. There is no information as to how the patient was treated for the migrated stent. The contact refused to give any patient information due to hippa rules. No additional patient or procedural information was provided. The device was not returned for analysis. Review of lot ro507146 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without return of the device or films for review the reported ¿stent migration¿ could not be confirmed and the exact cause could not be determined. Based on the limited information available for review, factors contributing to the migration could not be determined. The DHR does not suggest that the reported stent migration could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Please note that the event date and implant date are unknown. (B)(6) 2014 has been inserted into the medwatch form to represent the event date and implant date. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
An MRI tech from a breast imaging center called for medical information (MRI compatibility) and additionally reported an adverse event for a patient involving a palmaz genesis stent delivery system. While performing a history and physical of the patient, the patient mentioned a history of abdominal symptoms described as constipation and abdominal pain. As a result a CT angiogram was performed and diagnosed a palmaz genesis stent migration. There is no information available as to when the device was implanted. There is no information as to when the stent migration occurred. There is no information as to where the device migrated in the patient¿s anatomy. There is no information as to how the patient was treated for the migrated stent. The contact refused to give any patient information due to hippa rules. No additional patient or procedural information was provided.